Manufacturer narrative:
The event date was estimated to have occurred in (B)(6) 2021.

Event description:
It was reported that during a follow up in clinic, noise was noted on the device. Abbott technical support was contacted and analysis of the session records indicated the noise was due to electromagnetic interference (emi). No intervention has been performed at this time. The patient was in stable condition.